Event description:
Device issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, no suture was present. Manual compression was applied to achieve hemostasis. There were no reported pt adverse effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report. Two unused rep samples with the same part number as the complaint device was returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No mfg or abnormal observations were detected. A root cause for the complaint device reported experience could not be determined based on the investigation findings from the tested samples. Review of the device history record for this lot did not produce any findings relevant to this report.